Manufacturer narrative:
UDI: (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device seized, jammed and was moving heavily. It was observed that the motor rotated internally but did not draw the mandrel. It was further determined that the motor was locked, and the gear was damaged. It was determined that there was excess oxidation on the rotor, bearings, sealing rings and inside the case, indicating the absence of correct cleaning and lubrication routine. It was further determined that the device failed pretest for check starting behavior, check for excessive noise, check for untrue running and check for air leak. It was noted in the service order that the motor rotated internally but did not rotate the mandrel. It was further reported that the device had already been tested with other mandrels and the issue persisted. Thus, the motor rotated but did not draw the trolley. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.